Event description:
Hcp states that pt died on (B)(6) 2022. Based on ffegm there appears to be some intermittent under and over-sensing during ventricular fibrillation (vf) -did not appear to influence detection. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).